Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not reveal the stated failure mode. The returned device has damage along the base, more than likely from attempted insertion. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. All applicable, critical features that could be measured were within specification. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the evidence provided, the unsatisfactory experience could be confirmed. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According to the inspection procedure , the receiving inspection compares part configuration to print. Besides, according to the drawing print, pieces should be measured between gage points to ensure the correct size of the device. Factors that could contribute to the reported event include size selected or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a tka, one (1) legion con art ins 9mm sz 1-2 was coupled to the tibia correctly according to the surgical technique, and while testing the flexion and extension the insert came out, so after trying for a long time and in every way, the insert was changed by a genesis ii primary with the same size 1-2 9mm which had no issue. The procedure was resumed after a significant delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.